Event description:
The customer reported that the pump screen was blue with no display or graph, affecting their ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy while waiting for a replacement pump with updated software, which was confirmed for shipment. The customer received instructions on storage mode and returning the defective pump, acknowledging all steps and requirements.